Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not unfold once it was inserted into the eye. The lens was removed and another lens was implanted instead. There was not report harm. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution is dried on the lens. The optic has a small split/cracked area near the edge. The lens was cleaned with lphse for further evaluation. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. An unspecified handpiece and qualified associated products were indicated. The product investigation could not identify a root cause for ¿lens would not unfold once in eye¿. A small split/crack was observed on the optic. A fold test was conducted using the returned lens with acceptable results. The lens folded and unfolded with no abnormalities observed. Due to the presence of solution on the returned lens, and the acceptable fold test results, we are unable to verify the reported complaint. The manufacturer internal reference number is: (B)(4).